Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a backup battery fault alarm and a driveline power fault alarm were confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6). The controller event log files collectively contained approximately 3 days of relevant information (07mar2025 to 10mar2025, per timestamp). A brief backup battery fault alarm activated at 16:48:56 on (B)(6) 2025, due to a subfault indicating that the battery had exceeded the specification for maximum runtime. This alarm appeared to resolve on its own, within a second of its activation. A driveline power fault alarm activated at 18:59:09 on (B)(6) 2025 due to an interruption in the power a signal. The driveline power fault alarm latched and remained active until the controller was exchanged; however, the interruptions in the power a signal were intermittent throughout the remainder of the data. The observed alarms did not impact the operation of the pump. During functional testing of the returned controller, atypical events were not able to be reproduced, and the controller was found to perform as intended. The controller was able to support the operation of a mock circulatory loop for an extended period of time without issue. It was noted upon arrival that the backup battery (serial number: (B)(6) showed a cumulative usage time of 65 minutes, which is less than the maximum specification. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6) and modular cable (lot number: unknown) were exchanged, which resolved the observed alarms. The root causes of the driveline power fault alarm and the backup battery fault alarm cannot be conclusively determined through this analysis. Incidental findings: fluid ingress within power cables. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system patient handbook are currently available. Section 2 of the patient handbook provides instructions for how to properly perform a system controller exchange. Section 7 of the IFU and section 5 of the patient handbook both describe the alarms which occur on the system controller, including those associated with driveline power fault, backup battery fault, and no external power conditions. Section 6 of the patient handbook describes how to properly use the shower bag. The user is warned to never expose the system controller or batteries to water. The system controller must be kept dry at all times. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient began having driveline fault alarms around 19:00 on (B)(6) 2025. The customer wanted to know if the modular cable and system controller needed to be exchanged or just the modular cable. Log files were sent for review. The event log file showed multiple driveline power faults (pwr a) on 09mar2025 starting at 18:59:09. There was no interruption in pump support during these events. It was also noted that a backup battery fault occurred, and that the backup battery (bb) use count was at its maxim use. After exchanging the controller and modular cable the alarms resolved.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.